Event description:
Defective medtronic reservoir ref: mmt - 332a; lot hg0k1lq, 2015-05 failed to deliver insulin. Using the product per MFR's instructions, the system failed to deliver insulin for prolonged period of time. This occurred at 2:00 am on (B)(6) 2015 and then at 7:00 am, on (B)(6) 2015. Each time the pump alarmed "no delivery upon troubleshooting, per MFR's instructions, the plunger on the reservoir would not move forward. The pump used is medtronic insulin pump ref mmt-723lnas, conf p3ba sn (B)(4).